Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification(UDI) is not available. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that a axiem port was replaced. The system then passed the system checkout and was found to be fully functional. The axiem port was returned to the manufacturer for analysis. Analysis found that when axiem was connected to a system with ent application, registration, tracking and accuracy remained normal on all ports during testing. The tools were connected/disconnected multiple times and the unit was in green status. No fault found.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while turning the system on, they received an error message reading: "hight internal temperature warning. Cycle axiem box." The site then rebooted the system and everything was fine.

Manufacturer narrative:
Additional information: unique device identification(UDI) and manufacture date provided.